Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2023 and suture was used. The surgeon was closing the sternum and on his first pass with the needle thru the menubrium, he pulled up on the needle and the needle broke. They got a second sternal wire, he took two bites, one on each side of the menubrium, pulled up on the needle and the second needle broke. They then got a third sternal wire, took two passes, pulled up and the needle popped off the wire. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002. Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the needle fall into the patient? The needle did not fall into the patient. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-01820, mw # 2210968-2023-01822 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.